Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A customer reported that the system did not have any ultrasound. Timing of the event and patient impact are unknown. Additional information has been requested but not received.

Manufacturer narrative:
The system and footswitch were examined. The company representative did not indicate finding any issues that would be associated with the reported event. The footswitch (when examined would display an unknown system message (sm). As such, the company representative was unable to determine if this sm was tied to the reported event. The footswitch and the cable were replaced, as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 19, 2005. Based on qa assessment, the product met specifications at the time of release. The footswitch was manufactured on november 3, 2008. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).